Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module, system board and porting block adapter were replaced to address the issues. "Service required" codes were observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a device's active exhalation control module and system board were replaced to address failed steps that occurred during testing. The device's sensor board was replaced to address "service required" codes that were observed. The active exhalation control module, system board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module causing the device to fail testing was found to be due to a failure of the proportional valve. The device's system board and sensor board performed to manufacturer's specifications.